Manufacturer narrative:
Due to character limitation in e1 for event site name, (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an trainer malfunction.

Manufacturer narrative:
The complaint record is being cancelled, as the information provided does not meet the criteria of a complaint per the complaint handling procedure. This was a trainer related issue. In the event, additional information is received, the complaint will be reopened and updated accordingly. Revert all sections to blank - b. Adverse event or product problem, d. Suspect medical device, e. Initial reporter, g. All manufacturers, h. Device manufacturers only.